Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. The physician had difficulty with repostioning the lead and replaced it instead.